Manufacturer narrative:
MFR received date: 24oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported controller board defect. The fse reported that he was unable to repair the device because the controller board is no longer supported. A discontinuation letter was sent to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Respiratory therapist reported the ventilator was not displaying patient data correctly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
Respiratory therapist reported the ventilator was not displaying patient data correctly. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.